Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that he went to bed and the reservoir alarmed no delivery. The customer stated that the alarm did not occur during manual prime. The customer stated that the event was resolved by a complete set change. The reservoir will not be returned for analysis.